Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 200 units of insulin, and the insulin gauge displayed 80 units. There was no impact to the customer's blood glucose level. Reportedly, the customer added insulin to the existing cartridge and received an accurate fill estimate.